Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a mid-urethral sling procedure. According to the complainant, during the procedure, one side of the bladder was perforated. This was noticed during a cystoscopy after the association loops of the mesh assembly had been attached to the needle slots of the delivery devices and pulled out through the obturator incisions. The physician then detached the mesh assembly from the delivery device on the perforated side and attempted to pull it back out of the incision. There was no resistance felt as the mesh was being pulled back, however, the blue dilator and association loop detached from the mesh sleeve inside the patient. It was reported that extensive dissection was required to retrieve the dilator and association loop from the obturator space, including a horizontal incision below the abdomen. There were no other complications during the procedure. The procedure was completed with this device. On (B)(6) 2010, the patient was presented with weakness in lifting the right leg. The patient was then referred to neurology and physical therapy and no further medical intervention was provided. The patient was reported to be recovering but still in need of follow up.